Event description:
User facility report# 0000230038-1999-0017 reports codman icp transducer placed in 1999. Three days later, no waveform or icp readings. Catheter was removed and was found to have thinned segment near middle of the catheter.